Event description:
This patient experienced several inappropriate shocks due to noise and this lead was explanted on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The analysis of the lead demonstrated a rubbed through insulation in the distal part of the lead. This insulation damage can be considered as the root cause for the observed noise issue. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed deformations of the vcs shock coil which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.